Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient (B)(4) .

Event description:
It was reported that the patient was implanted on the day of the report. The pump was programmed at a starting dose of 1mg/day. Following the implant, the patient was drowsier than typical for only anesthesia so the neurosurgeon dropped the dose to 0.5mg/day. It was noted that the patient had some ¿psych components¿ that may or may not play a part in the symptoms. The pump was infusing morphine (unknown). Additional information received reported that they were putting saline in the pump and setting it to minimum rate. The patient was doing fine. It was believed it was due to the anesthesia. It was also thought that the starting dose was too high. Once the dose was decreased, the patient seemed to improve. A follow-up report will be submitted if more information becomes available.